Event description:
It was reported that a rust spot on the femoral component was noticed by dr before it was implanted.

Manufacturer narrative:
Method: visual examination, device history review, complaint history review. Results: visual examination shows no visual discrepancies. Device history review shows no reported discrepancies. Complaint history review shows there have been no other reported events for this lot number. Conclusion: root cause could not be determined.